Event description:
During a right hemicolectomy with liver biopsy procedure, after reloading with a gold load, a few of the staples were visible back in the jaws, but were not formed. Opened tct75 to complete the procedure. Oversewed pt side of stomach with silk suture. No pt consequence.